Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 421 mg/dl. Customer also stated that infusion set detached. Customer stated the reservoir pops out from the insulin pump and at the end reservoir was able to lock. The insulin pump will not be returned for analysis.